Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd received samples for investigation, with a total of 38 returned samples provided. Of these, 18 samples were utilized for functional tests. All tubes were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 10: it was reported while using bd vacutainer® sst¿ blood collection tubes, inadequate blood flow was seen with one patient sample. No adverse impact was reported regarding the patient or user.